Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl 30 mg/ml;10.021 mg/day and bupivacaine 15 mg/ml; 5.010 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2018. It was reported a motor stall was seen at initial interrogation. It was unknown if magnetic resonance imaging was recently done. No symptoms were reported. The patient will be having a pump replacement (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via the consumer. The pump failed due to motor stall and an alarm was going on and off. The patient went into withdrawal. It was further noted that her personal therapy manager (ptm) was not working properly and she had to keep pressing the button and she wasn't getting any medication and got really sick and contacted her healthcare provider¿s office. The patient had a pump refill two weeks ago and she kept forgetting to ask the hpc office about getting the ptm replaced, but it wasn't the ptm and instead was due to her pump regarding the motor stall. It was further indicated that the patient was treated at hospital for her shoulder surgery and they thought she was already getting medication. The pump replaced on (B)(6)2018 and the new pump implant serial number was clarified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The pump was replaced (B)(6) 2018 and will be returned.

Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly, corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The patient experienced withdrawal symptoms. The patient¿s weight was unknown.